Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarms noted during testing. No further tests could be completed due to unresponsive buttons. The insulin pump was received with minor scratched liquid crystal display window.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that they were at the beach prior to the alarm. Customer's blood glucose reading at the time of the call was 175 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.